Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker eroded and the patient was weak. Additional information indicates that a pocket revision was performed and the physician determined that the device did not erode and there was no infection involved. The pacemaker remains in service. No additional adverse patient effects were reported.